Manufacturer narrative:
Product investigation is in progress.

Event description:
Tampon is coming apart, in pieces, shredding/ break when used [device breakage]. Case narrative: consumer reported via email that the tampon break when used. No injury was reported.